Event description:
A report was received that a patient had lost about (B) (6) lbs and was not able to properly charge her ipg. The weight loss was not device related. The patient's pocket site was revised and the patient was reportedly doing well following the procedure.

Event description:
Reporter alleged the customer obtained the results of 289 mg/dl, 180 mg/dl, 145 mg/dl and 175 mg/dl back to back within 10 minutes on the advantage system. No actions were reported taken or treatment received. No adverse event reported. A request was made for the return of the affected product.